Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 7 cm thoracic aortic aneurysm approximately 1 month ago. The appearance of the aneurysm was a chronic type b aortic dissection. The aneurysm normalized 4 cm above the celiac axis and it initiated approximately 2 cm beyond the left subclavian artery. The pt has had back pain over the week prior to the surgery. It was reported that 6 devices were implanted and at the end of the procedure there was distal type 1 endoleak. Coverage of the left subclavian artery with the proximal main device was a planned part of the procedure. The additional devices were required to cover the tortuous thoracic aorta and to successfully resolve the endoleak. The pt tolerated the procedure well and was taken to the intensive care unit in stable condition. No additional clinical sequelae were reported.

Manufacturer narrative:
Other (secondary intervention), eval codes, results: endoleak. Tortuous thoracic aorta. Conclusions: tortuous thoracic aorta.